Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, flickering occurred in the image but the endoscopic image is visible due to a damaged video connector scope socket. The device was last serviced via repair in march 2016. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the lead biomedical equipment technician at the user facility that the customer visera elite video system center was returned to the olympus repair center for flickering occurred on the image, but the image is visible. Plugging in scopes with the old-type connector often displays images that have a lot of static. Reseating the scope helps and so does moving the plug. The customer reported problem was found during preparation for use. No death, injury or harm was reported. The service inspection identified a damaged video connector scope socket. This report is being submitted to capture the damaged scope socket.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective video connector scope socket. Olympus will continue to monitor field performance for this device.